Manufacturer narrative:
Updated fields: b5 - describe event or problem. A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 74 years old at the time of study enrollment. D4, h4: the study reported a upn and lot number that do not match this product family; therefore, the manufacture date and expiration date are unknown.

Event description:
Elegance: it was reported that the subject experienced critical limb ischemia of the right great toe as a result of femoral-popliteal stent occlusion. The subject underwent treatment with the eluvia drug-eluting stent and ranger drug coated balloon on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid sfa, right distal sfa, right proximal popliteal artery, and right distal popliteal artery. The target lesion had a 6.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length of 40 mm. The target lesion was 100% stenosed and was classified as a tasc ii c lesion. Prior to target lesion treatment, lithotripsy was performed with a non-boston scientific 4 mm x 60 mm lithotripsy shockwave device and pre-dilation was performed using 6 mm x 100 mm and 5 mm x 200 mm non-boston scientific balloons and 5 mm x 100 mm and 4 mm x 100 mm sterling pta balloons. Treatment of the target lesion was performed by dilation using a 6 mm x 200 mm ranger drug-coated balloon study device followed by the placement of a 6 mm x 100 mm eluvia drug eluting stent study device. Following post treatment by placement of 5 mm x 100 mm non-boston scientific bare metal stent. The final residual stenosis was noted to be 5%. During treatment of target lesion, dissection of grade c was noted, which was treated with placement of a bailout stent. It was not confirmed which device caused the dissection. On (B)(6) 2023, the subject was noted with the symptoms related to an occlusion in the femoral-popliteal artery stent. On (B)(6) 2023, the subject visited the podiatry clinic for right ingrown toenail and on examination subject was noted with wound on the medial aspect of the right hallux and right foot was noted to be duskier and cooler compared to left. Hence, subject was advised to present to emergency room (ER) for further evaluation. On arrival to the ER, the subject denied claudication, rest pain, or sensory abnormalities in the right or left foot. Subsequent duplex ultrasound performed revealed an occlusion of the right sfa to popliteal artery stent and peroneal artery with two vessel runoffs to the foot via posterior tibial and dorsalis pedis artery. Based on the findings, the subject was hospitalized, and angiography performed revealed the following: right leg: patent common iliac artery, external iliac artery, common femoral artery, profunda femoral artery, and anterior tibial artery, occluded internal iliac artery, short segment of stenosis in the proximal segment of superficial femoral artery, occluded popliteal artery stent, tibioperoneal trunk, and posterior tibial artery, peroneal artery, and dorsalis pedis artery were not visualized. Left leg: patent external iliac artery and occluded internal iliac artery. On (B)(6) 2023, 233 days post index procedure, occluded right femoropopliteal artery stent was treated with laser atherectomy followed by balloon angioplasty using 5 mmx 100 mm sterling balloon. Post atherectomy angiogram revealed improved inline flow with areas of stenosis. Subsequently stenosis noted in right proximal sfa, right distal sfa, and right proximal popliteal artery was treated 6 mm x 60 mm sterling pta balloon and 6 mm x 20 mm non-boston scientific balloon. Angiogram performed revealed residual stenosis within the distal aspect of femoropopliteal stent which was treated using 5 mm x 120 mm non-boston scientific balloon, 5 mm x 150 mm, 5 mm x 60 mm, and 6 mm x 60 mm non-boston scientific balloons. Post procedure, angiogram demonstrated significantly improved luminal gain with brisk inflow into the stent. On (B)(6) 2023, the event was considered to be resolved and on the same day, the subject was discharged. It was further reported that the target lesion did not include the previously reported right proximal popliteal artery or the right distal popliteal artery. The grade c dissection noted during the index procedure was attributed to a non-boston scientific device. Further information indicated the visit to the podiatry clinic, previously reported to have occurred on (B)(6) 2023, actually occurred on (B)(6) 2023. Lower extremity arterial duplex performed on (B)(6) 2023 revealed occlusion in the right distal sfa with multifocal atherosclerotic calcification, occlusion in right mid popliteal artery and proximal peroneal artery with two vessel runoffs to the foot via the posterior tibial and dorsalis pedis artery arteries. It was further reported that the target lesion length, previously reported to be 40 mm, was actually 120 mm. It was additionally reported that on (B)(6) 2023, the subject visited the hospital for 6-month follow-up and on the same day, bilateral arterial duplex ultrasound was performed which revealed: right lower extremity (target limb): paucity of flow at the sfa to popliteal stent likely representing occlusion with the least moderate insufficiency based on waveform and velocity criteria in the infrapopliteal region. Left lower extremity: focally elevated velocities in the mid sfa stent with distal biphasic waveforms compatible with at least mild to moderate arterial insufficiency secondary to sfa stent stenosis. It was further reported that the right proximal superficial femoral artery was treated using 6 mm x 200 mm ranger drug coated balloon. The target lesions included the proximal and mid sfa.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 74 years old at the time of study enrollment. D4, h4: the study reported a upn and lot number that do not match this product family; therefore, the manufacture date and expiration date are unknown.

Event description:
Elegance. It was reported that the subject experienced critical limb ischemia of the right great toe as a result of femoral-popliteal stent occlusion. The subject underwent treatment with the eluvia drug-eluting stent and ranger drug coated balloon on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid sfa, right distal sfa, right proximal popliteal artery, and right distal popliteal artery. The target lesion had a 6.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length of 40 mm. The target lesion was 100% stenosed and was classified as a tasc ii c lesion. Prior to target lesion treatment, lithotripsy was performed with a non-boston scientific 4 mm x 60 mm lithotripsy shockwave device and pre-dilation was performed using 6 mm x 100 mm and 5 mm x 200 mm non-boston scientific balloons and 5 mm x 100 mm and 4 mm x 100 mm sterling pta balloons. Treatment of the target lesion was performed by dilation using a 6 mm x 200 mm ranger drug-coated balloon study device followed by the placement of a 6 mm x 100 mm eluvia drug eluting stent study device. Following post treatment by placement of 5 mm x 100 mm non-boston scientific bare metal stent. The final residual stenosis was noted to be 5%. During treatment of target lesion, dissection of grade c was noted, which was treated with placement of a bailout stent. It was not confirmed which device caused the dissection. On (B)(6) 2023, the subject was noted with the symptoms related to an occlusion in the femoral-popliteal artery stent. On (B)(6) 2023, the subject visited the podiatry clinic for right ingrown toenail and on examination subject was noted with wound on the medial aspect of the right hallux and right foot was noted to be duskier and cooler compared to left. Hence, subject was advised to present to emergency room (ER) for further evaluation. On arrival to the ER, the subject denied claudication, rest pain, or sensory abnormalities in the right or left foot. Subsequent duplex ultrasound performed revealed an occlusion of the right sfa to popliteal artery stent and peroneal artery with two vessel runoffs to the foot via posterior tibial and dorsalis pedis artery. Based on the findings, the subject was hospitalized, and angiography performed revealed the following: right leg: patent common iliac artery, external iliac artery, common femoral artery, profunda femoral artery, and anterior tibial artery, occluded internal iliac artery, short segment of stenosis in the proximal segment of superficial femoral artery, occluded popliteal artery stent, tibioperoneal trunk, and posterior tibial artery, peroneal artery, and dorsalis pedis artery were not visualized. Left leg: patent external iliac artery and occluded internal iliac artery. On (B)(6) 2023, 233 days post index procedure, occluded right femoropopliteal artery stent was treated with laser atherectomy followed by balloon angioplasty using 5 mmx 100 mm sterling balloon. Post atherectomy angiogram revealed improved inline flow with areas of stenosis. Subsequently stenosis noted in right proximal sfa, right distal sfa, and right proximal popliteal artery was treated 6 mm x 60 mm sterling pta balloon and 6 mm x 20 mm non-boston scientific balloon. Angiogram performed revealed residual stenosis within the distal aspect of femoropopliteal stent which was treated using 5 mm x 120 mm non-boston scientific balloon, 5 mm x 150 mm, 5 mm x 60 mm, and 6 mm x 60 mm non-boston scientific balloons. Post procedure, angiogram demonstrated significantly improved luminal gain with brisk inflow into the stent. On (B)(6) 2023, the event was considered to be resolved and on the same day, the subject was discharged.

Event description:
Elegance it was reported that the subject experienced critical limb ischemia of the right great toe as a result of femoral-popliteal stent occlusion. The subject underwent treatment with the eluvia drug-eluting stent and ranger drug coated balloon on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid sfa, right distal sfa, right proximal popliteal artery, and right distal popliteal artery. The target lesion had a 6.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length of 40 mm. The target lesion was 100% stenosed and was classified as a tasc ii c lesion. Prior to target lesion treatment, lithotripsy was performed with a non-boston scientific 4 mm x 60 mm lithotripsy shockwave device and pre-dilation was performed using 6 mm x 100 mm and 5 mm x 200 mm non-boston scientific balloons and 5 mm x 100 mm and 4 mm x 100 mm sterling pta balloons. Treatment of the target lesion was performed by dilation using a 6 mm x 200 mm ranger drug-coated balloon study device followed by the placement of a 6 mm x 100 mm eluvia drug eluting stent study device. Following post treatment by placement of 5 mm x 100 mm non-boston scientific bare metal stent. The final residual stenosis was noted to be 5%. During treatment of target lesion, dissection of grade c was noted, which was treated with placement of a bailout stent. It was not confirmed which device caused the dissection. On (B)(6) 2023, the subject was noted with the symptoms related to an occlusion in the femoral-popliteal artery stent. On (B)(6) 2023, the subject visited the podiatry clinic for right ingrown toenail and on examination subject was noted with wound on the medial aspect of the right hallux and right foot was noted to be duskier and cooler compared to left. Hence, subject was advised to present to emergency room (ER) for further evaluation. On arrival to the ER, the subject denied claudication, rest pain, or sensory abnormalities in the right or left foot. Subsequent duplex ultrasound performed revealed an occlusion of the right sfa to popliteal artery stent and peroneal artery with two vessel runoffs to the foot via posterior tibial and dorsalis pedis artery. Based on the findings, the subject was hospitalized, and angiography performed revealed the following: right leg: patent common iliac artery, external iliac artery, common femoral artery, profunda femoral artery, and anterior tibial artery, occluded internal iliac artery, short segment of stenosis in the proximal segment of superficial femoral artery, occluded popliteal artery stent, tibioperoneal trunk, and posterior tibial artery, peroneal artery, and dorsalis pedis artery were not visualized. Left leg: patent external iliac artery and occluded internal iliac artery. On (B)(6) 2023, 233 days post index procedure, occluded right femoropopliteal artery stent was treated with laser atherectomy followed by balloon angioplasty using 5 mmx 100 mm sterling balloon. Post atherectomy angiogram revealed improved inline flow with areas of stenosis. Subsequently stenosis noted in right proximal sfa, right distal sfa, and right proximal popliteal artery was treated 6 mm x 60 mm sterling pta balloon and 6 mm x 20 mm non-boston scientific balloon. Angiogram performed revealed residual stenosis within the distal aspect of femoropopliteal stent which was treated using 5 mm x 120 mm non-boston scientific balloon, 5 mm x 150 mm, 5 mm x 60 mm, and 6 mm x 60 mm non-boston scientific balloons. Post procedure, angiogram demonstrated significantly improved luminal gain with brisk inflow into the stent. On (B)(6) 2023, the event was considered to be resolved and on the same day, the subject was discharged. It was further reported that the target lesion did not include the previously reported right proximal popliteal artery or the right distal popliteal artery. The grade c dissection noted during the index procedure was attributed to a non-boston scientific device. Further information indicated the visit to the podiatry clinic, previously reported to have occurred on (B)(6) 2023, actually occurred on (B)(6) 2023. Lower extremity arterial duplex performed on (B)(6) 2023 revealed occlusion in the right distal sfa with multifocal atherosclerotic calcification, occlusion in right mid popliteal artery and proximal peroneal artery with two vessel runoffs to the foot via the posterior tibial and dorsalis pedis artery arteries.

Manufacturer narrative:
Updated fields: b5 - describe event or problem a1 - patient identifier: 0767gelg107 a2 - age at time of event: the subject was 74 years old at the time of study enrollment. D4, h4: the study reported a upn and lot number that do not match this product family; therefore, the manufacture date and expiration date are unknown.

Manufacturer narrative:
Patient identifier: (B)(4). Age at time of event: the subject was 74 years old at the time of study enrollment. The study reported a upn and lot number that do not match this product family; therefore, the manufacture date and expiration date are unknown.

Event description:
Elegance it was reported that the subject experienced critical limb ischemia of the right great toe as a result of femoral-popliteal stent occlusion. The subject underwent treatment with the eluvia drug-eluting stent and ranger drug coated balloon on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid sfa, right distal sfa, right proximal popliteal artery, and right distal popliteal artery. The target lesion had a 6.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length of 40 mm. The target lesion was 100% stenosed and was classified as a tasc ii c lesion. Prior to target lesion treatment, lithotripsy was performed with a non-boston scientific 4 mm x 60 mm lithotripsy shockwave device and pre-dilation was performed using 6 mm x 100 mm and 5 mm x 200 mm non-boston scientific balloons and 5 mm x 100 mm and 4 mm x 100 mm sterling pta balloons. Treatment of the target lesion was performed by dilation using a 6 mm x 200 mm ranger drug-coated balloon study device followed by the placement of a 6 mm x 100 mm eluvia drug eluting stent study device. Following post treatment by placement of 5 mm x 100 mm non-boston scientific bare metal stent. The final residual stenosis was noted to be 5%. During treatment of target lesion, dissection of grade c was noted, which was treated with placement of a bailout stent. It was not confirmed which device caused the dissection. On (B)(6) 2023, the subject was noted with the symptoms related to an occlusion in the femoral-popliteal artery stent. On (B)(6) 2023, the subject visited the podiatry clinic for right ingrown toenail and on examination subject was noted with wound on the medial aspect of the right hallux and right foot was noted to be duskier and cooler compared to left. Hence, subject was advised to present to emergency room (ER) for further evaluation. On arrival to the ER, the subject denied claudication, rest pain, or sensory abnormalities in the right or left foot. Subsequent duplex ultrasound performed revealed an occlusion of the right sfa to popliteal artery stent and peroneal artery with two vessel runoffs to the foot via posterior tibial and dorsalis pedis artery. Based on the findings, the subject was hospitalized, and angiography performed revealed the following: right leg: patent common iliac artery, external iliac artery, common femoral artery, profunda femoral artery, and anterior tibial artery, occluded internal iliac artery, short segment of stenosis in the proximal segment of superficial femoral artery, occluded popliteal artery stent, tibioperoneal trunk, and posterior tibial artery, peroneal artery, and dorsalis pedis artery were not visualized. Left leg: patent external iliac artery and occluded internal iliac artery. On (B)(6) 2023, 233 days post index procedure, occluded right femoropopliteal artery stent was treated with laser atherectomy followed by balloon angioplasty using 5 mmx 100 mm sterling balloon. Post atherectomy angiogram revealed improved inline flow with areas of stenosis. Subsequently stenosis noted in right proximal sfa, right distal sfa, and right proximal popliteal artery was treated 6 mm x 60 mm sterling pta balloon and 6 mm x 20 mm non-boston scientific balloon. Angiogram performed revealed residual stenosis within the distal aspect of femoropopliteal stent which was treated using 5 mm x 120 mm non-boston scientific balloon, 5 mm x 150 mm, 5 mm x 60 mm, and 6 mm x 60 mm non-boston scientific balloons. Post procedure, angiogram demonstrated significantly improved luminal gain with brisk inflow into the stent. On (B)(6) 2023, the event was considered to be resolved and on the same day, the subject was discharged. It was further reported that the target lesion did not include the previously reported right proximal popliteal artery or the right distal popliteal artery. The grade c dissection noted during the index procedure was attributed to a non-boston scientific device. Further information indicated the visit to the podiatry clinic, previously reported to have occurred on (B)(6) 2023, actually occurred on (B)(6) 2023. Lower extremity arterial duplex performed on (B)(6) 2023 revealed occlusion in the right distal sfa with multifocal atherosclerotic calcification, occlusion in right mid popliteal artery and proximal peroneal artery with two vessel runoffs to the foot via the posterior tibial and dorsalis pedis artery arteries. It was further reported that the target lesion length, previously reported to be 40 mm, was actually 120 mm. It was additionally reported that on (B)(6) 2023, the subject visited the hospital for 6-month follow-up and on the same day, bilateral arterial duplex ultrasound was performed which revealed: right lower extremity (target limb): paucity of flow at the sfa to popliteal stent likely representing occlusion with the least moderate insufficiency based on waveform and velocity criteria in the infrapopliteal region. Left lower extremity: focally elevated velocities in the mid sfa stent with distal biphasic waveforms compatible with at least mild to moderate arterial insufficiency secondary to sfa stent stenosis.

Manufacturer narrative:
Updated fields: b5 - describe event or problem, detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. A2 - age at time of event: the subject was 74 years old at the time of study enrollment. D4, h4: the study reported a upn and lot number that do not match this product family; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported that the subject experienced critical limb ischemia of the right great toe as a result of femoral-popliteal stent occlusion. The subject underwent treatment with the eluvia drug-eluting stent and ranger drug coated balloon on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid sfa, right distal sfa, right proximal popliteal artery, and right distal popliteal artery. The target lesion had a 6.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length of 40 mm. The target lesion was 100% stenosed and was classified as a tasc ii c lesion. Prior to target lesion treatment, lithotripsy was performed with a non-boston scientific 4 mm x 60 mm lithotripsy shockwave device and pre-dilation was performed using 6 mm x 100 mm and 5 mm x 200 mm non-boston scientific balloons and 5 mm x 100 mm and 4 mm x 100 mm sterling pta balloons. Treatment of the target lesion was performed by dilation using a 6 mm x 200 mm ranger drug-coated balloon study device followed by the placement of a 6 mm x 100 mm eluvia drug eluting stent study device. Following post treatment by placement of 5 mm x 100 mm non-boston scientific bare metal stent. The final residual stenosis was noted to be 5%. During treatment of target lesion, dissection of grade c was noted, which was treated with placement of a bailout stent. It was not confirmed which device caused the dissection. On (B)(6) 2023, the subject was noted with the symptoms related to an occlusion in the femoral-popliteal artery stent. On (B)(6) 2023, the subject visited the podiatry clinic for right ingrown toenail and on examination subject was noted with wound on the medial aspect of the right hallux and right foot was noted to be duskier and cooler compared to left. Hence, subject was advised to present to emergency room (ER) for further evaluation. On arrival to the ER, the subject denied claudication, rest pain, or sensory abnormalities in the right or left foot. Subsequent duplex ultrasound performed revealed an occlusion of the right sfa to popliteal artery stent and peroneal artery with two vessel runoffs to the foot via posterior tibial and dorsalis pedis artery. Based on the findings, the subject was hospitalized, and angiography performed revealed the following: right leg: patent common iliac artery, external iliac artery, common femoral artery, profunda femoral artery, and anterior tibial artery, occluded internal iliac artery, short segment of stenosis in the proximal segment of superficial femoral artery, occluded popliteal artery stent, tibioperoneal trunk, and posterior tibial artery, peroneal artery, and dorsalis pedis artery were not visualized. Left leg: patent external iliac artery and occluded internal iliac artery. On (B)(6) 2023, 233 days post index procedure, occluded right femoropopliteal artery stent was treated with laser atherectomy followed by balloon angioplasty using 5 mmx 100 mm sterling balloon. Post atherectomy angiogram revealed improved inline flow with areas of stenosis. Subsequently stenosis noted in right proximal sfa, right distal sfa, and right proximal popliteal artery was treated 6 mm x 60 mm sterling pta balloon and 6 mm x 20 mm non-boston scientific balloon. Angiogram performed revealed residual stenosis within the distal aspect of femoropopliteal stent which was treated using 5 mm x 120 mm non-boston scientific balloon, 5 mm x 150 mm, 5 mm x 60 mm, and 6 mm x 60 mm non-boston scientific balloons. Post procedure, angiogram demonstrated significantly improved luminal gain with brisk inflow into the stent. On (B)(6) 2023, the event was considered to be resolved and on the same day, the subject was discharged. It was further reported that the target lesion did not include the previously reported right proximal popliteal artery or the right distal popliteal artery. The grade c dissection noted during the index procedure was attributed to a non-boston scientific device. Further information indicated the visit to the podiatry clinic, previously reported to have occurred on (B)(6) 2023, actually occurred on (B)(6) 2023. Lower extremity arterial duplex performed on (B)(6) 2023 revealed occlusion in the right distal sfa with multifocal atherosclerotic calcification, occlusion in right mid popliteal artery and proximal peroneal artery with two vessel runoffs to the foot via the posterior tibial and dorsalis pedis artery arteries. It was further reported that the target lesion length, previously reported to be 40 mm, was actually 120 mm. It was additionally reported that on 28-jun-2023, the subject visited the hospital for 6-month follow-up and on the same day, bilateral arterial duplex ultrasound was performed which revealed: right lower extremity (target limb): paucity of flow at the sfa to popliteal stent likely representing occlusion with the least moderate insufficiency based on waveform and velocity criteria in the infrapopliteal region. Left lower extremity: focally elevated velocities in the mid sfa stent with distal biphasic waveforms compatible with at least mild to moderate arterial insufficiency secondary to sfa stent stenosis. It was further reported that the right proximal superficial femoral artery was treated using 6 mm x 200 mm ranger drug coated balloon. The target lesions included the proximal and mid sfa. It was further reported that the target lesions included the proximal, distal, and mid sfa.